Manufacturer narrative:
The device was explanted but not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient was hospitalized and administered IV antibiotics for a toe infection. The patient indicated potential symptoms prior to the implant procedure, however, nevro attempted to confirm this with the physician, but was unable to. The trial leads were explanted and there have been no reports of further complications regarding this event.